Event description:
It was reported that the patient was cannulated on (B)(6) 2018 with a 8 mm portex tracheal tube. It was further reported that the cuff was leaking air. The device had to be replaced as a result.